Event description:
It was reported that the patient had their watchman explanted. They were hospitalized post-procedure and were noted as having a dampened waveform on their cardiomems sensor. Per the (B)(6) rep, the patient has been deactivated in merlin. Net and will not be having a second sensor placed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).